Event description:
The customer reported, the system will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and determined the generator driver board, high voltage supply, and snubber board may be at fault. Troubleshooting is in progress. (B) (4).